Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the device malfunction was not confirmed during evaluation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had an e315 error (unsupported scope). The issue was found before an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had an e315 error (unsupported scope). The issue was found before an unspecified procedure. There were no reports of patient harm.